Event description:
Developed fatigue, insomnia, hypothyroidism, migraines, hair loss. I no longer had energy to live a normal active life. I basically slept whenever I didn't have to be at work. High cholesterol, hypothyroidism, chronic fatigue, chronic migraines, pain. FDA safety report ID # (B)(4).